Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. The customer was not able to finish troubleshooting with cts as the phone call was disconnected. The customer reverted to an alternate method of insulin therapy. Cts called back but was unable to reach customer.there was no adverse impact to the customer¿s blood glucose level.